Event description:
The patient noticed problems when the screw disappeared. Succession of tunnels appearing. There was cyst formations and tunnels.

Manufacturer narrative:
Product recall initiated on august 21, 2007.